Event description:
The patient had a new vns system implanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had her vns system explanted on (B)(6) 2016 due to an infection. The patient was initially implanted on (B)(6) 2015. The physician planned on implanting a new vns system around (B)(6) 2016. The device history records for the generator and lead were reviewed, and both were sterilized prior to release. No replacement surgery has occurred to date.